Event description:
Information was received indicating that during an infusion, a smiths medical medfusion® 4000 syringe infusion pump a low battery alarm occurred. The alarm was also reported to be on the download history. There were no reported adverse effects.